Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that the rear panel was pushed inward at the pump side of the cycler and the top cover cabinet was pushed upward and making contact with the rear right corner. Inside the cassette compartment the left cassette guide was missing. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed and failed at the 4000 g weight test. After removing the contact between the top cover cabinet and the heater tray the load cell verification test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse reported a patient being unable to complete peritoneal dialysis therapy due to unknown alarms. Treatment data was provided. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred during drain 1 where 5243ml drained. This drain is 261% of the prescribed fill volume. During drain 2 the patient drained 4350ml. This drain is 217% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2006ml is 3611. Therefore, a reportable malfunction has occurred. Technical services advised to discontinue use of the cycler. The cycler was replaced. Additional information was solicited, but unavailable.